Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on 01-jun-2023. The most recent information was received on 19-jun-2023. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), fatigue ("extreme fatigue"), musculoskeletal pain ("joint and muscle pain"), amnesia ("short-term memory loss"), disturbance in attention ("concentration problem"), burnout syndrome ("burnout"), endometriosis ("suspected endometriosis"), somatic symptom disorder ("suspected psychosomatic pains") and adjustment disorder with depressed mood ("suspected psychosomatic depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, fatigue, musculoskeletal pain, amnesia, disturbance in attention, burnout syndrome, endometriosis, somatic symptom disorder and adjustment disorder with depressed mood had not resolved. The reporter provided no causality assessment for adjustment disorder with depressed mood, amnesia, back pain, burnout syndrome, disturbance in attention, endometriosis, fatigue, musculoskeletal pain, pelvic pain and somatic symptom disorder with essure. The reporter commented: occurrence period: from 2010 until today medical wandering with multiple magnetic resonance imaging scans, other x-rays and scans, with suspected endometriosis, psychosomatic pains or depression. Current condition of the patient: extreme fatigue and joint and muscle pain impacting my family life and professional life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Magnetic resonance imaging - on an unknown date: suspected endometriosis, psychosomatic pains or depression. Scan - on an unknown date: suspected endometriosis, psychosomatic pains or depression. X-ray - on an unknown date: suspected endometriosis, psychosomatic pains or depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2010 she experienced pelvic pain (seriousness criterion medically important), back pain ("back pain"), fatigue ("extreme fatigue"), musculoskeletal pain ("joint and muscle pain"), amnesia ("short-term memory loss"), disturbance in attention ("concentration problem"), burnout syndrome ("burnout"), endometriosis ("suspected endometriosis"), somatic symptom disorder ("suspected psychosomatic pains") and adjustment disorder with depressed mood ("suspected psychosomatic depression"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, back pain, fatigue, musculoskeletal pain, amnesia, disturbance in attention, burnout syndrome, endometriosis, somatic symptom disorder or adjustment disorder with depressed mood. The reporter commented: occurrence period: from 2010 until today medical wandering with multiple magnetic resonance imaging scans, other x-rays and scans, with suspected endometriosis, psychosomatic pains or depression. Current condition of the patient: extreme fatigue and joint and muscle pain impacting my family life and professional life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Magnetic resonance imaging] (date unknown): suspected endometriosis, psychosomatic pains or depression. [Scan] (date unknown): suspected endometriosis, psychosomatic pains or depression. [X-ray] (date unknown): suspected endometriosis, psychosomatic pains or depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.